Event description:
It was reported that during a rotational atherectomy procedure, the burr stuck in the lesion. Upon setting up the rotablator console during the test before the procedure the rpms were low (it did not exceed 75,000 rpms) and the console was making unusual noises. The physician checked all connectors and requested a newly filled cylinder to be reconnected. Upon the next test it "sounded slightly better but still not quite right". However the consultant continued to insert the burr into the patient and began treating a proximal circumflex artery (around 2.75mm vessel). The rpms were still around 70-75,000. It was reported that after two attempts to cross the lesion the burr got slightly stuck in the lesion and the console stalled. It was possible to remove the burr and the guide catheter by gentle tug. The lesion was then dilated with a nc balloon, however, it was too calcified to be treated. They decided to finish the procedure and the patient will return for another rotational atherectomy procedure. The patient remained stable during the procedure and no further complication has been reported.

Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).